Event description:
Operating room said the mesher destroyed a skin graft.

Manufacturer narrative:
Cutter was not returned for evaluation. Device was returned for evaluation and found to be out of calibration by .002" prior to repair. Damaged comb was replaced. Device instruction manual states "to return device to manufacturer every 12 months for inspection/preventative maintenance". Annual calibration checks are strongly recommended to verify contact accuracy. Device last in for service was april 2006.